Event description:
During a robotic endoscopic procedure, when handpiece was installed and inserted the tip would not move or articulate. The handpiece replaced and surgery completed without incident. No visible damage was noted at the time of the event.====================== manufacturer response for mega suture needle driver, robotic, mega suture needle driver (per site reporter).====================== mfg provided rga (packaging) to return and evaluate handpiece.